Event description:
Reported due to a difficult device removal. The physician used the starclose device to close an arteriotomy after an interventional procedure. A femoral angiogram revealed the access site to be in the common femoral artery, which was greater than five milimeters with moderate disease. The procedure went well and hemostasis was achieved with the device. The device removal was difficult and the physician applied counter-traction to attemp to remove the device. The pt complained there was "too much pain" so was sent to surgery for the device removal. No additional hospitalization was required and the pt is reported to be fine.